Event description:
The fe reported that the system gave a key stuck error. This rendered the system inoperable resulting in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.